Event description:
According to the literature source of study performed between 2017 and 2022 a retrospective study evaluated early postoperative outcomes of patients who underwent uniportal segmentectomy and lobectomy. An ultra handle or a competitor device was used to divide vessels, bronchi and intersegmental planes. A competitor device was used for dissection. A total of eight hundred thirty-three patients were included in the study and underwent uniportal anatomical lung resection comprising 601 lobectomies and 232 segmentectomies. Complications were rare and included: intraoperative bleeding that required conversion to open procedure and pneumothorax requiring reoperation with new drain placement. Other complications not related to the device included arrhythmia, stroke, pneumonia, empyema, lymph leak, nerve paralysis or pulmonary embolism. All-cause mortality was reported and patient death was not related to the device.

Manufacturer narrative:
Erik sachs, veronica jackson, mamdoh al-ameria, and ulrik sartipy. "Uniportal video-assisted thoracic surgery: segmentectomy versus lobectomy¿early outcomes". European journal of cardio-thoracic surgery, volume 65, issue 4, april 2024, ezae127, https://doi.org/10 .1093/ejcts/ezae127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.